Manufacturer narrative:
Submit date: 08/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports the food is not flowing through the line coming from the bag. The liquid formula would not go down the line and would get stuck at the round piece. The pump would alarm but then the next bag worked fine.

Manufacturer narrative:
Submit date: 11/07/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. If the bag is not in use for a long period of time, the formula could dry and clog the line. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.